Event description:
Information received by medtronic indicated that the customer received the error code of software error detected (pump error 53). Troubleshooting was performed and found that pump had a physical damage. The customer was able to clear the alarm successfully and stated that the pump rewind was completed and also the insulin pump passed the self-test.no harm requiring medical intervention was reported. The customer will continue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
S/w ver 4.11j. Retainer = black. Case type = ngp. The customer returned the pump for an alleged failed battery alert followed by a pump error 53 alarm and a minor crack on the battery compartment found on (B)(6) 2023. The pump passed the self test and displacement test. The pump was successfully downloaded using thump. No pump error 53 alarm or unexpected battery failed alarm occurred during testing. A review of the pump history file shows on (B)(6) 2023 at 05:34:31 there was a pump error 53 (linenumber 3540 filenumber 26) alarm and then at 05:34:34 a failed batt test (battery failed) alarm occurred due to a software error caused by a race condition when a higher priority fault is auto cleared before it is requested by ui task, (esf # 2022281). The pump was cut open for a visual inspection. No damage or moisture damage on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, keypad overlay texture damage, pillowing keypad overlay, and cracked battery compartment at the corner of the belt clip rails. Pump error 53 alarm and failed batt test (battery failed) alarm are confirmed due to a software error. Cosmetic damage on the battery compartment (corner of the belt clip rails) is confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.